Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jun-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed repeatedly after recovering. A field service engineer found that the customer reported ongoing issues with full height auxiliary drawer 5 causing cubie failure. Onsite investigation revealed all cubies were unresponsive due to a defective drawer controller board. The drawer was an old pyxis version with obsolete parts. Replaced it with a new upgraded full height drawer from stock. After replacement, the drawer and station functioned properly and tested in hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was failed repeatedly after recovering. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.